Manufacturer narrative:
E1 full name (address 1) - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a noisy image. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h4, h11. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image degradation due to cable, electrical contact corrosion, connector cracking, main body cracking, connector water ingress failure, imaging unit water ingress, cable water ingress and scope mount loosening. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the image degradation and customer reported issue of noisy image occurred due to twisted cable. Moreover, it is presumed that the other malfunctions occurred due to a component failure. ¿should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.